Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, a mark was observed on the back of the lens and there was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).